Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the patient was at home at the time of the event. The patient's spouse witnessed the event. The lifevest detected an arrhythmia at 18:17:30. The patient's ECG strips show sinus tachycardia with motion artifact. The lifevest delivered a defibrillation shock at 18:18:40. The post-shock rhythm was sinus tachycardia with motion artifact. The response buttons were pressed after the treatment was delivered. The patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) (reuse). Electrode belt sn (B)(4) - 04/2013 (reuse). .